Manufacturer narrative:
(B)(4). Date sent: 12/09/2022. Additional information was requested, and the following was received: kindly provide more details how the anvil was removed? Ans: anvil was removed trans anally manually digitally. Was the anvil left accidentally by hcp or was this related to a product quality issue? Ans: as per the surgeon's feedback, it is a product quality issue. Was a revision surgery required to remove the anvil? Ans: no. What was the patient¿s condition post-surgery? Ans: patient's condition was good.

Event description:
It was reported that during an anterior resection, after firing the stapler anvil was left inside the abdomen. Surgeon needed to take anvil from the abdomen. The procedure was delayed by 20-minutes. Reinforced with suture. No fragments were generated. The procedure was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number v94e0c, and no non-conformances were identified. Per photographic evaluation: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a device along with a sales unit. The device is observed with the anvil inserted, the safety disengaged and with no apparent damage. Based on the photo reviewed, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details how anvil was removed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 01/05/2023. D4: batch # 176a83. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 176a83, and no non-conformances were identified.